Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used and patient was fine after a gastric sleeve procedure. The morning after the procedure, the patient passed out and had to have an emergent open surgery. There was 5500ml of blood loss due to bleeding from the spleen. The spleen was removed and the bleeding stopped. The patient had extended hospitalization for 5-7 days and needed blood transfusion. The patient is now fine.